Manufacturer narrative:
The chiller unit was damaged. After the replacement, the laser system restarted to correctly work. We are unaware about patient injury.

Event description:
The laser system has the following problem: overheating of chiller 2, it does not stay at set temp.